Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat an undiagnosed stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the wallflex biliary stent would not deploy even though the reconstrainment limit has been reached as seen under fluoroscopy. The wallflex biliary device was removed from the patient and the wallflex biliary stent was found on the floor. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).